Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices following a hip replacement surgery. A clinical specialist confirmed the issue with clinician programmer. Surgical intervention may be taken at a later date to address the issue.